Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date - unknown date in (B)(6) 2013. Explant date - unknown date in (B)(6) 2017. Concomitant medical products: unknown trilogy liner. Unknown head. Unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06125, 0001822565-2017-06126, 0001822565-2017-06127.

Event description:
It was reported patient underwent a right hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to discomfort, pain, nausea, fatigue, difficulty walking, difficulty sleeping, elevated metal ion levels, tissue and muscle necrosis, and pseudotumors. Attempts have been made and additional information on the reported event is unavailable at this time.